Event description:
It was reported that this patient with congestive heart failure was the hospital as he had fallen three times in the past few weeks and was not very coherent. They took a chest x-ray to check on the system with no anomaly noted, and impedance values had risen from 300 ohms to 400-500 ohms since the fall. There were observations of intermittent sense in the right ventricular (rv) channel that does not capture on dual chamber programming atrial threshold testing. Technical services discussed the possibility that the proximity of the distal rv coil to the tricuspid valve was causing the rv lead to intermittently sense the ra during the threshold test. Further information was requested. The device system remains in-service. No additional adverse patient effects were reported.